Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 126951 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I opened to show a fellow colleague the product on (B)(6) 2022. Using my hands I went to show how the safety of our io needle activates by removing the stylet, however I was unable to and it appears stuck together. The needle has not been drilled into any demo units and was new out of the packaging."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "I opened to show a fellow colleague the product on (B)(6) 2022. Using my hands I went to show how the safety of our io needle activates by removing the stylet, however I was unable to and it appears stuck together. The needle has not been drilled into any demo units and was new out of the packaging."

Event description:
It was reported "I opened to show a fellow colleague the product on (B)(6) 2022. Using my hands I went to show how the safety of our io needle activates by removing the stylet, however I was unable to and it appears stuck together. The needle has not been drilled into any demo units and was new out of the packaging."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to remove the stylet from the intraosseous needle was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 55mm intraosseous needle. Per the preliminary evaluation, the sample was received with the stylet inlaid through the needle shaft. The stylet was immobile and could not be removed. The stylet becoming stuck within the needle is a known issue related to device assembly currently being addressed by the supplier of the component. The supplier has been notified of this event and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.